Event description:
It was reported that they wanted to make them aware of a channel drain that their operating room staff found an eyelash in. The package was still unopened, and it was found before the procedure started. They had attached a picture of the item. Per customer follow up received via email on 13may2025 it had no impact to the sterile field or the patient. It was still sealed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they wanted to make them aware of a channel drain that their operating room staff found an eyelash in. The package was still unopened, and it was found before the procedure started. They had attached a picture of the item. Per customer follow up received via email on 13may2025 it had no impact to the sterile field or the patient. It was still sealed.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned one-photo sample noted one (with original packaging), channel drain with trocar. Visual inspection of the sample noted strands of hair on the inside of the packaging. This does not meet specification which states "no hair is permitted on the product". The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.